Event description:
It was reported that this patient was admitted to hospital on (B)(6) 2023. After operation, the nurse inserted a groshong PICC catheter. After the insertion was completed, it was found that the oversleeve portion could not be attached. Replaced with a new oversleeve portion. (B)(6) 2023 - the customer reported this occurred with two devices however only one was returned for evaluation. During evaluation, the connector was able to be pulled apart by hand with a small amount of force. This report addresses the second occurrence and no sample.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.